Event description:
The clinician reports the implant was inserted 2019-05-06 in ada 3. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.